Manufacturer narrative:
Device evaluation:the reported not passing qc issue was not verified during service. Service technician observed the drop time diagnostic code 761 were spot on. Tested the temperature which was steady at 36.8. And tested the dispenser accuracy which was also spot on. Preventive maintenance was performed as per specification. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the instrument was unable to pass any of its quality testing. The customer tried to use different test cartridges with no change. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot number: 229746394 for the normal control cartridge, 229746396 and 230292347 for the abnormal control cartridge. Both liquid and electronic controls were used. Test results were obtained. Liquid quality controls are performed every thursday and electronic quality controls are performed every day. There was no error code displayed with this issue.